Event description:
During a conversation with the home patient (hp) he explained that he changed out the cassette but not the bags. The baxter technical service representative (tsr) reminded the hp of the importance of changing out the entire setup. The tsr had the hp cycle power off and on and the hc returned to press go to start. The tsr recommended the hp dispose of current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and the baxter technical service representative (tsr) had spoken to him about changing out all of the supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.